Event description:
It was reported that the pt was revised around 2 weeks into the competitor's stem due to the cracking of the femur and the resulting sinking.

Manufacturer narrative:
Evaluation summary: the post-op a/p x-ray image taken prior to the alleged event shows potential gaps in the critical areas mentioned which may have stressed the femur in unintended locations and lead to early post-op fracture. Based on the a/p x-ray images the fit between the entire stem plasma spray region (completely around the stem) and the metaphyseal region of the femur cannot be assessed. It is unk if the device was implanted with the correct orientation and correct fit as indicated in the surgical technique. Probable cause of such an early stem subsidence/femur fracture may be due to one or a combination of the following (but not limited to): rasping technique, inadequate press fit between stem and femur, pt activity (post-op), poor bone quality, incorrect implant size selection. Based on the provided info it is not possible to definitively determine the cause of stem subsidence/femur fracture at this time. No product was returned. The device was in-vivo for approx 2 weeks. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.